Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box showed multiple cs 060 call service alarms were recorded due to use error; the pump¿s time and date were set to the pump¿s ¿end of life¿ time and date. The user had set the date to (B)(6) 2023 and time to 11:59 pm. The black box showed that within one minute of setting date and time, the pump emitted the cs 060 call service alarm. During testing, the pump was set to the appropriate time/date and performed the ezprime steps and was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. (B)(4).